Manufacturer narrative:
Testing and investigation found the device did not alarm with a s321 malfunction alarm code; however, it was noted in the device history. The probable cause of the customer reported s321 malfunction alarm code could not be determined. There was an investigation to address the s321 alarm malfunction for symbiq devices with mechanism containing mr2 motors. The mr2 motor is recommended to be replaced as a preventive action since s321 was found in the history log. The motor was replaced in this device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device was alarmed with a s321 (motor error-pmc, left) malfunction alarm code. No info was provided; therefore, specific pt info, pump programming, or event of details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.